Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced ventricular tachycardia (vt) as a result of implantable pulse generator (ipg) undersensing. The right ventricular (rv) lead also exhibited undersensing and r waves dropped post implant. The implantable pulse generator (ipg)was reprogrammed and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.